Manufacturer narrative:
The following sections contain the corrected data: (catalog number, lot number, expiration date, UDI number).

Event description:
The clinician reported that over 7 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that over 7 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.